Event description:
The following was reported via medwatch report mw5183081: "it was reported that was not the culprit, we needed to move around the pins in the non-(B)(6) pin box because their box had a row of pin inserts that were not properly working. We switched the pin placement, and the problem was resolved. Therefore, there was never anything wrong with the cable that was replaced." The product model is unknown, and no additional event or patient details are available. Abbott cannot access further information because the initial reporter chose to remain confidential.